Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, immediately after the hemopro was plugged in, the jaws glowed red and started to burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. Please refer to 2242352-2013-00741 for the dc extension cable used in this case.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).